Event description:
Pt reported intractable permanent pain and progressive disabilities after sacral colpopexy mesh implant to repair pelvic organ prolapse. Implant date: (B)(6) 2004. No pt name, address, physician, or hospital was provided. Able to determine the product code from the lot # provided.

Manufacturer narrative:
As no information was provided regarding the attending physician or the hospital where the procedure took place, no additional information could be obtained regarding the event. Product complaints for this device family have been reviewed. (B)(4). The IFU used at the time of the described event was reviewed along with the current IFU. The device is indicated for hernia repair and has not been tested for pelvic organ prolapse. No device from the same lot was available for eval. With the limited details and the very low rate of occurrence, no action will be taken at this time. Complaints are monitored and trended and any increase in similar reports will be assessed for possible action.